Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected potassium (k+) result was obtained from a patient sample processed during correlation testing using vitros chemistry products k+ slides lot 4102-1162-9602 on a vitros 350 chemistry system. The vitros result for the sample was discordant when compared to the result obtained from the same sample using a non-vitros exias method. Patient sample vitros k+ result of 3.8 mmol/l vs the expected result of 6.69 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros k+ result was obtained during a method to method correlation test and was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 612044.

Manufacturer narrative:
The investigation has determined that a lower than expected potassium (k+) result was obtained from a patient sample processed during correlation testing using vitros chemistry products k+ slides lot 4102-1162-9602 on a vitros 350 chemistry system. The vitros result for the sample was discordant when compared to the result obtained from the same sample using a non-vitros exias method. The investigation could not determine a definitive assignable cause of the event. Based on historical quality control results, a vitros k+ lot 4102-1162-9602 performance issue is not a likely contributor of the event. However, an individual slide related issue could not be entirely ruled out. As no precision testing was performed on the vitros 350 system, an instrument related issue cannot be entirely ruled out as a contributing factor of the event. However, an instrument related issue is not a likely contributor to the event as historical qc results were precise and acceptable results were obtained from other patient samples processed on the vitros instrument during the initial correlation testing. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer was not following the sample collection device manufacturer's recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros k+ lot 4102-1162-9602.